Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. Replaced lcd and passed electrical safety test. Returned device to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, there was a "video 1, no signal" error. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.